Event description:
Boston scientific received info that during the implant procedure of a subcutaneous implantable cardioverter defibrillator (s-ICD) system the pt experienced a pneumothorax while the pocket was being made. Reportedly the pt had approximately 1 to 1.5 cm of subcutaneous fat and the pocket incision was made down to the muscular fascia. Cautery was used on a small arterial bleed, followed by antibiotic solution in the pocket. Air bubbles were noted on expiration in the anterior -superior aspect of the pocket. A chest tube was placed and the procedure was abandoned. No device products were ever removed from the packaging. The following day the chest tube was removed, and the pt was discharged two days after the incident. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.